Event description:
During an implant procedure, the device was unable to be interrogated using a magnet. Inductive telemetry was attempted and the device was able to be successfully interrogated. The device was implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of not being able to find the assert device after magnet placement was confirmed. Based on the information provided, it was determined that this was due to bluetooth (ble) dongle removal during an active search which requires a reboot to resolve. Following the reboot, the next session the device was found after magnet placement and post implant session was completed successfully. As there is no inductive component for this device, using the inductive wand to find the device is coincidental and it is likely that the programmer being closer when placing the wand is what allowed the device to be found.